Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, there was no delay in the start of the pre-cleaning, the surface was wiped and brushed during manual cleaning, there was an air and water flush during pre-cleaning, and a detergent flush during manual cleaning. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, foreign material was found exiting the scope nozzle due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, light guide lens cracked, and bending tube damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.